Event description:
It was reported to boston scientific corporation that a obtryx system was used during an insertion of suburethral sling procedure performed on (B)(6) 2010 to treat a patient with stress urinary incontinence. A 2.5 cm incision along the urethra was tunneled with scissors. The obtryx trocar was introduced via the upper medial aspect of the foramen obturatorum controlled with fingers on both sides. The length of the tape was adjusted tension-free. The vagina was then repaired with a 2-0 vicryl and packed. An indwelling catheter was attached which drained a clear urine. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to november 30, 2010, implant date, as no event date was reported. Initial reporter: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.